Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2013-05135 / 05136).

Event description:
It was reported patient underwent an initial procedure on (B)(6) 2013. During the procedure, the trial proximal body locked with the stem taper and would not disassemble. As a result, a 30 minute delay occurred and another stem was utilized to complete the procedure.